Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens became hung up in the injector and tore. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked, lens hung up in injector. Evaluation method: lens work order search. Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).